Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by the customer by changing the infusion set and cartridge, and they resumed insulin. No additional assistance was required, and the case was closed by technical support.